Event description:
The continuous glucose monitor sensor is not syncing up with the pump. This works with medtronic 780 minimed insulin pump. This is the third sensor that will not pair with the pump. Pt: 4582. Device: 1609, 2896. Ref reports: mw5186463, mw5186464.